Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: estimated date. D4: the UDI is unknown is unknown as the part and lot number were not provided. Attachment: medwatch report mw5169211.

Event description:
User facility medwatch report received that states, ¿it was reported that the patient experienced an arteriovenous (av) fistula. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced an arteriovenous (av) fistula. The patient was hospitalized. The exact timing of the arteriovenous (av) fistula is currently unknown. The event is ongoing. It is unknown if the device will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."